Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv due to myopotential oversensing was observed on the device. Programming changes were made and no further oversensing issue was observed. Patient was stable.